Event description:
It was reported that during an open hepatectomy, the jaws could not open and close. It did not seem that the device clamped anything hard. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? Did the surgeon try to pull the trigger from the handle? Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? How was the device removed? Was there any tissue damage? If so, how was it repaired?

Manufacturer narrative:
(B)(4). Antibackup non functional. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon partially cycling the handles the device fed two malformed clips which fell from the jaws; when completing the handles cycling the remaining clips were fed conforming according to the manufacturing specifications. The two unformed clips were found to be a result of a non-functional antibackup feature. In order to evaluate the condition of the internal components, the device was disassembled and the antibackup lever was noted to be worn out. It is possible this condition was caused be attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. The batch record was reviewed and no anomalies were noted during the manufacturing process.